Event description:
Customer reported erroneous platelet counts were obtained for multiple samples from one patient when using the unicel dxh 800 coulter cellular analysis system (dxh 800). The patient samples contained platelet clumps and /or large platelets identified when examining a manual blood smear. No erroneous results were reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The analyzer was not evaluated by field service. The cause for the erroneous platelet counts and lack of flagging for the presence of platelet clumps is unknown. Platelet clumps and giant platelets are known interferences for the plt (platelet) parameter on the dxh 800 instrument. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, pn629743af: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt parameter. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. This is one of three reports from this customer. This MDR is related to 1061932-2012-00509 and 1061932-2012-00526.